Manufacturer narrative:
Results: DHR review for batch 7121692: manufacturing dates: 06/10/2017 to 06/11/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7121692 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Bd did not receive any samples back from the customer in support of this complaint. However, one photograph was returned for evaluation. The photo depicted a piece of the shelf carton with the product information, such as the batch number and expiration date. The sample itself was not photographed or returned for evaluation. Therefore the complaint could not be confirmed and the root cause is undetermined. Conclusion: the sample itself was not photographed or returned for evaluation. Therefore the complaint could not be confirmed and the root cause is undetermined. CAPA is not required as no defects were confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd safetyglide¿ needle had a hole in the side of the needle attachment causing the medication to "squirt" out during use. No injury or medical intervention.